Event description:
A malfunction was reported on the pump, identified by malfunction code malf 5, but it had no adverse impact on the customer's blood glucose level. The caller had not experienced any notable events before the malfunction. Technical support provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.